Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's pump has been needing batteries replaced multiple times within the week. The mother states the customer has had to change the battery and have the pump not turn back on. The customer's blood glucose level at the time of incident was 170mg/dl. Troubleshoot was conducted. The customer was advised a replacement battery cap would be sent out. Troubleshoot was not completed due to call dropping. The customer was advised to monitor the device and call back if issues persist.